Event description:
It was reported to a physio-control service representative that during use on a patient the customer's device gave the voice prompt 'connect electrodes' although therapy electrodes had been connected to the device. The ambulance had arrived to the scene in 13 minutes. The patient, a (B)(6) year-old, diabetic man of approx. 100 kg, with cardiopathy was found sitting on a chair in cardiac arrest with no pulse. The ambulance crew started CPR and lung ventilation. Then the device was connected to the patient, the therapy electrodes were placed on the patient's chest and the device prompted to connect the electrodes. The therapy electrodes were disconnected and reconnected to the therapy connector on the device but the device prompted again to connect electrodes. Then a new set of therapy electrodes was used which was immediately recognized by the device. The patient was not defibrillated with the new therapy electrodes because the device advised not to shock defibrillation energy. The patient did not survive the event. A few hours later, the device was used in a new intervention and again the device prompted to connect the therapy electrodes. After disconnecting and reconnecting the therapy electrodes to the therapy connector, the device functioned normally. The reported failure could not be reproduced by the customer's laboratory or by the physio-control technician. The operator of the device didn't think that the device contributed to the patient's death.

Manufacturer narrative:
A third-party service agent evaluated the device, but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The third-party service agent replaced the therapy connector as a preventive measure. The device was then returned to the customer for use.